Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked into reservoir compartment past the second o-ring. Customer's blood glucose was unknown. It was reported that issue occurred with two reservoirs. Reservoirs would be replaced.